Event description:
It was reported that the patient was hospitalized due to unknown reasons. Additional information was received that the hospitalization was not device related.

Manufacturer narrative:
Block b3: exact date unknown, event occurred about a year from date manufacturer was made aware.

Event description:
It was reported that the patient was hospitalized due to an unknown reason.